Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating their shoulder; the surgeon replaced the socket insert and the spacer.